Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the ceramic head delta cer head 12/14 36mm +1.5 of a hip tp implanted in belgium in 2011 broke. Upcoming revision surgery takes place on september 5th in hospital (name) / dr. (Name). The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned sample revealed that the delta cer head 12/14 36mm +1.5 has fractures. However, the ceramic head cannot be completely reconstructed from the returned fragments. There are fragments missing which could potentially yield further information if they were available. Metal transfer of erratic appearance can be found on the polished surface and on the fracture surfaces. This kind of secondary metal transfer was probably produced by chafing between metal parts and the ceramic fragments after the primary fracture event during the surgical procedures. In case of symmetrical, and therefore correct, taper fit between the ceramic femoral head and the metal taper, thin concentric lines are expected over the whole circumference. The expected primary metal transfer cannot be found equally distributed on the conical bore surface. Missing primary metal transfer indicates that the interface was distributed during the assembly of the femoral head and the metal stem, potentially caused by contaminations such as blood, bone particles and tissue particles, respectively. Such disturbances can lead to decrease of the burst strength of the femoral head. Additionally, intensive metal transfer can be located on the bore surface. However, it cannot be determined whether these patterns of metal transfer occurred prior to or after primary fracture event. From the fracture surfaces it is obvious that fragments were chafing against each other in the period between the primary failure event and the delivery of the fragments. Due to this mechanism, intensive chipping occurred at fracture surface edges and on the fracture surfaces. Therefore, further information was likely lost in which may have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic femoral head, the primary fracture surface coincides with the femoral head axis. In such fracture event, if the head breaks into more than 2 larger fragments, the other fracture surfaces of the large fragments also show the characteristic that the fracture surface coincides with the head axis. Such correlation does not apply in this case. However, the primary fracture surfaces can be identified. Progress of the primary fracture surface and how secondary fracture surfaces branching off from it indicate that the region of fracture origin is located at the heads pole. The precise position of the fracture origin itself cannot be determined due to the references secondary damage and missing fragments. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the head failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to post manufacturing damage. However the density of the insert was analyzed and found to comply with the delivery specification for the components. Based on the available information there is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 36mm +1.5 would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to post manufacturing damage. However the density of the insert was analyzed and found to comply with the delivery specification for the components. Based on the available information there is no indication of any pre-existing material defect. Device history review:a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to post manufacturing damage. However the density of the insert was analyzed and found to comply with the delivery specification for the components. Based on the available information there is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: b5

Event description:
Additional event information states that inlay and head needs to be changed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The ceramic head delta cer head 12/14 36mm +1.5 of a hip tp implanted in belgium in 2011 broke. Upcoming revision surgery takes place on september 5th.